Event description:
In 2008, it was reported the pt experienced severe stuttering after the stimulator was turned on. The patient's stimulator was adjusted to address mobility and speech. It worked at first, then when "they" left, the pt lost his speech. The stimulator had been exhaustively reprogrammed. The electrodes were checked. Multiple impedance checks where done. It was reported that the system was fine. The pt stuttered before implant. The pt had nothing to recover from. The patient's movement was very much improved, but he still stuttered. The device was not going to be explanted. His speech therapist was planning to try a new system that helps with stuttering. The pt was at home in fair condition. About 3 months later, it was reported the pt continued to have speech problems. The pt is seen multiple times per week for reprogramming. The pt was redirected to contact the physician. The pt status was undetermined. Additional info was requested from the hcp, a follow-up report will be sent if additional info becomes available. Refer to manufacturer report# 6000153200802550 for the initial report submitted regarding this event.

Manufacturer narrative:
.